Manufacturer narrative:
The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were expanded. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Crystalized contrast was evident in the balloon. No other damage was evident to the remainder of the device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavor resolute rx coronary des, two sprinter legend ptca balloon catheters, two nc sprinter balloon catheters to treat a severely tortuous and moderately calcified lesion in the mid lad with 90% stenosis. The devices were inspected with no issues noted. Negative prep was performed on the endeavor resolute with no issues. The lesion was pre dilated. The endeavor resolute did pass through a previously deployed stent. Resistance was encountered when advancing all devices and excessive force was not used. It was reported that all devices failed to cross the lesion. The lesion was further dilated and treated with additional stent and balloons. No patient injury reported. It was reported that the stent of the endeavor resolute came off the balloon after the device was removed from the patient.